Manufacturer narrative:
Initial reporter phone# : unknown. Initial reporter fax# : unknown. Initial reporter zip code : unknown. Investigation summary : exec summary - no physical samples were received; the investigation was performed based on the photo provided. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Samples returned - no physical samples were received. Photos - two photos of a loose 0.3ml bd insulin syringe were provided. The customer reported that the needle with the orange shield was separated from the barrel. Both photos were examined and it was observed that the needle hub and shield assembly was detached from the syringe. No damage was observed on the barrel tip. Manufacturing (holdrege) will be notified of the observed issue. CAPA/sa - CAPA (B)(4) has been opened to address this issue. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle with the orange shied was separated from the barrel.